Event description:
The facility reported the mst packer/chang iol cutter blade broke while cutting an alcon mn60ma lens. There was no impact to the patient and the broken piece was removed from the eye without further incident.

Manufacturer narrative:
The scissor had localized corrosion at the fracture indicating improper cleaning and maintenance.